Event description:
During an ercp/stone extraction procedure the physician used a wilson-cook web extraction basket. A 12mm stone was trapped in the basket and could not be removed. The physician removed the handle and sheath and attached a soehendra lithotriptor device to the exposed wires in an attempt to crush the stone. The instructions for use warns that the msb-35-2x4 is not compatible with the soehendra lithotipsy device. At this time, the wires broke at the handle. The patient was transported to another facility and a soehendra stent retriever was used to drill by the side of the stone with the basket still in place allowing for removal of the basket. An olympus lithotriptor was used to crush the stone, post procedure, the patient's condition was reported as good.